Event description:
It was reported the shaft broke. The target lesion was located in the very tortuous and very calcified right coronary artery (rca). The physician had performed rotational atherectomy with the use of a rotablator device. Balloon angioplasty was performed to pre dilate the lesion but had trouble delivering stents into the right coronary, so the physician decided to use a guidezilla extension catheter. 4 or 5 promus premier stents were successfully deployed in the lesion. When the physician was removing the guidezilla out, as it was coming out of the body, it broke at the proximal collar where the shaft and the proximal collar meet. The procedure was completed. No complications were reported and the patient status is fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).